Manufacturer narrative:
(B)(4). Method: one of the six affected rt236 infant breathing circuits was returned to fph (B)(4) for investigation. The returned circuit was pressure tested to test for leaks. Results: the returned infant breathing circuit passed the pressure test. The pressure test result was within the required specification. Conclusion: the leak in the swivel of the infant breathing circuit is usually due to insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. No fault was found with the returned infant breathing circuit.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that six out of a box of 10 rt236 infant dual-heated with evaqua breathing circuits failed the leak test during set up on a ventilator. No patient consequence was reported.